Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical test did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was found that patient's right ventricular (rv) lead exhibited a high capture threshold. The lead was explanted and replaced. The patient was stable.